Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found: the front panel was damaged, the power switch is obsolete and dislocated from the original position. Based on the results of the investigation, it was determined that the cause of the "front panel light extinguishment was due to circuit board (cr) failure" was a failure of the pipeline pressure sensor mounted on the cr board. The most probable cause of the complaint issue could be traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that the front panel was damaged, the power switch is obsolete and dislocated from the original position. There was no report of patient involvement.